Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support seeking a way to adjust insulin delivery amounts and described feeling unwell when glucose reached 90 mg/dl, with a lowest reported value of 70 mg/dl; the agent reviewed available reports and provided troubleshooting and education, including advising consultation with a healthcare provider. Symptoms included feeling sick at glucose values between 70¿90 mg/dl. Outcomes included self-management without use of backup therapy, no alarms, no ketone testing, and no professional medical intervention or hospitalization. Investigation included review of available data and completion of troubleshooting and education, which did not identify device malfunction or alerts. Investigation of this case revealed that glucose values were within the device¿s defined range without documented hypoglycemia alarms, and no device performance issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.